Event description:
Case report from (B)(6) reported as: "(B)(6)-2015 CT image was taken, and it showed ascending aortic dissection (relay plus was implanted 2 months ago: (B)(6)-2015 for chronic type b aortic dissection). The detail dissection point is unk but dissection did not have contact with bare stent of relay plus. The patient did not complaint any pain or symptoms. The patient was going to be admitted to the hospital on (B)(6)-2015, but false lumen of dissection was ruptured on the next day ((B)(6)-2015). The patient death was confirmed on the same day. Info at the implantation (B)(6)-2015 relay plus was implanted for chronic type b aortic dissection. The artery diameter right below the left common carotid artery was 36mm. Selected relay plus was 38/34-150. The distal artery diameter was 29mm, and selected device was cook; tx2 (32-120). After debranching, vascular plug1 (14mm) was placed to the left subclavian artery. Tx2 (35-120) was inserted first through the right femoral approach. The proximal end of stent graft was placed to the proximal portion descending artery, and then the device was deployed. Intended overlap area between tx2 and relay plus was checked with a pigtail catheter. Relay plus (38/34-150) was inserted next from the right femoral approach. The tip of stent graft was placed just below the left common carotid artery, and deployed. Endoleak was not confirmed on post-implant angiography; therefore, balloon touch up was not performed." Outcome of the pt: "the patient death was confirmed on (B)(6)-2015. The cause of death was rupture of ascending aortic dissection."

Manufacturer narrative:
Conclusion: the exact root cause of the failure mode experienced could not be determined based on the info available. Dissections are known tevar adverse events, which have been shown to be more prone during the treatment of type b dissections 1, 2. It is unclear whether the root cause was due to the procedure, the device or the pt's health history.